Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle hub separates due to unknown lot number.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced hub separation from the device. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Pharmacist left voicemail on behalf of consumer stating, "syringes are coming apart."